Event description:
Cotton broke [device breakage]. Can't move the applicator [device deployment issue]. Small mark on the plastic on the outside of the applicator, defective [device physical property issue]. Case narrative: consumer reported via e-mail that there was a mark on the tampon applicator and when she tried to use it, the applicator would not move. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton broke [device breakage]. Can't move the applicator [device deployment issue] . Small mark on the plastic on the outside of the applicator, defective [device physical property issue] . Case narrative: consumer reported via e-mail that there was a mark on the tampon applicator and when she tried to use it, the applicator would not move. No injury reported.